Event description:
It was reported that the patient felt stimulation during the implant procedure a week ago and felt stimulation after the procedure. He stopped feeling stimulation when he got home on the evening of the procedure. The stimulation was increased up to maximum and all electrode combinations were used to try to provide stimulation to the patient and nothing was successful. The impedances were all in the upper 400 ohm range. The patient had sustained no falls or trauma since the implant a week ago. The fluoroscopy was done on the patient's system and showed that the lead migrated down into the pocket. The health care professional (hcp) was going to discuss intervention with the patient on (B)(6) 2014, three days after the report. It was later reported that the patient had discussed his options with the doctor and he was having his device permanently removed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, ,serial# (B)(4). Implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Follow up information received reported the patient had the implantable neurostimulator (ins) system explanted. It was also noted that the explanted devices were not returned to the manufacturer. If additional information is received, a follow up report will be sent.